Event description:
It was reported during a routine follow up appointment that this device exhibited a premature battery depletion, and physician was unable to interrogate the device. At the last follow up appointment in 2017, the remaining battery longevity was six years, five months. The patient was admitted to the hospital for a device revision procedure. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was complete, and a new device implanted. No additional adverse patient effects were reported, besides surgical intervention. This device has been returned, and analysis is pending. Once analysis is completed, a updated report will be submitted.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory.. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported during a routine follow up appointment that this device exhibited a premature battery depletion, and physician was unable to interrogate the device. At the last follow up appointment in 2017, the remaining battery longevity was six years, five months. The patient was admitted to the hospital for a device revision procedure. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was complete, and a new device implanted. No additional adverse patient effects were reported, besides surgical intervention.